Event description:
It was reported that the catheter was fractured. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.